Event description:
"It was reported that "at the outer sheath 32540 the outer coating detached from the internal unit. It has been noted that various liquids have leaked under the casing over time and are adhering to the internal unit, which is unacceptable to the user. In addition, the user sees this as a potential risk to patients". No negative impact in state of health reported."

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).